Event description:
During troubleshooting of an unrelated alarm, it was reported that the patient had connected to the patient line of the cassette when it was not properly primed. The event occurred during prime on the homechoice. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The device was discarded and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - failed to follow therapy steps, where the home patient connected to the patient line before it was properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide also instructs the user to verify that the patient line is properly primed and to follow instructions for re-priming if the fluid level is not near the connector. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.